Event description:
The customer reported that an error code displayed at boot up. No pt was injured.

Manufacturer narrative:
The svc rep successfully booted system x20 with no error codes displayed; verified proper system operation by making exposures, saving images, and recalling images successfully; verified voltages meet ge-oec specifications, reseated all circuit cards, and reseated all connectors.